Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an explanted intraocular lens for a patient. Additional information was received reporting that in the surgeon¿s opinion, the product cause or contribute to the event.